Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an implant attempt the right ventricular (rv) lead exhibited high impedances. It was further reported that the helix appeared stuck inside the lead. The physician experienced difficulty with the patient's vein and the lead kinked inside the introducer. Another lead was used and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and the helix of the lead had an out of specification analysis result for extension/retraction due to over-retraction. The analyst noted that the helix is over retracted and will not extend.